Event description:
Brush head nearly causing to choke [choking]. Brush head went down to back of throat [foreign body]. Brush section of the head came off [device breakage]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the brush section of the oral-b precision clean brushhead came off and went down the back of her throat, nearly causing her to choke. She first used this brush head on (B)(6) 2015. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
On (B)(6) 2015 product investigation results: reporter returned oral-b precision clean brushhead. Toothbrush head confirmed to be counterfeit.

Event description:
Brush head nearly causing to choke [choking]. Brush head went down to back of throat [foreign body]. Brush section of the head came off [device breakage]. Product counterfeit [product counterfeit]. Case description: a (B)(6) old female consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the brush section of the oral-b precision clean brushhead came off and went down the back of her throat, nearly causing her to choke. She first used this brush head on (B)(6) 2015. The case outcome was recovered. No further information was provided. On (B)(6) 2015 product investigation: toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.